Event description:
The patient reportedly experienced a flap hematoma after head trauma. Revision surgery under consideration.

Manufacturer narrative:
The recipient reportedly underwent three surgeries to reduce bleeding. The recipient has reportedly healed. A review of the recipient's test data indicated impedance issues. The recipient is reportedly experiencing discomfort and sound quality issues with device use. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional support regarding the hematoma is not needed. The recipient is able to use the device. Additional details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.